Event description:
It was reported that during pre-surgery, it was observed that the attachment device ¿acted as if it wanted to run and would stop¿. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed nose tube assembly and cutter insertion. Therefore, the pretest could not be completed. It was determined that the nose tube assembly failed because of loctite deterioration. It was determined that the device failed cutter insertion because the bearings are worn, damaged and no longer in axial alignment, which created a situation where the cutter was not able to pass through. The reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.